Event description:
It was reported to philips that the battery for the device was not charging due to broken pins on the battery pca. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the battery for the device was not charging due to broken pins on the battery pca. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 2 was found bent/damaged.